Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, the reload broke off when dissection and stapling of rectum that resulted in incomplete staple line proximally. Surgeon applied 3 reloads totally and completed the procedure by using competitor's products. No patient injury.